Event description:
The event is reported as: staples were not formed correctly. No injuries reported.

Manufacturer narrative:
Eval, method: other - DHR review performed. Sample returned to manufacturer, but investigation was not complete at time of this report. Results: other - DHR review showed no issues with this lot #. Conclusion: other - (B)(4) was issued that addresses the issue of staples not forming.